Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer reverted to manual dose injections for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. A new cartridge was loaded to resolve the issue. The customer's blood glucose was 278 - 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.